Event description:
A ventilator was returned to the manufacturer for an overhaul of a trilogy 100 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's liquid crystal display (lcd) was replaced to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the following parts on the device: pollen filter, detachable battery, internal battery, flow sensor assembly, tubing kit, power cord, inlet air path assembly, removable foam, motor blower assembly, and stirring fan foam. The repair test and run-in tests was performed, along with the battery and valve checks. The device was found operational, and it was cleaned.

Manufacturer narrative:
A ventilator was returned to the manufacturer for an overhaul of a trilogy 100 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's liquid crystal display (lcd) was replaced to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the following parts on the device: pollen filter, detachable battery, internal battery, flow sensor assembly, tubing kit, power cord, inlet air path assembly, removable foam, motor blower assembly, and stirring fan foam. The repair test and run-in tests was performed, along with the battery and valve checks. The device was found operational, and it was cleaned. The lcd display was returned to the product investigation laboratory (pil) for further evaluation. Pil duplicated the operational issue of the lcd display and visually saw that most of the screen was white, and the display was difficult to read. This was previously identified and investigated in (B)(4). This failure is indicative of possible electrostatic discharge failure. The lcd displace was scrapped at pil. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.